Event description:
It was reported that the gastrointestinal videoscope had blurred vision with flashes. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blurred vision with flashes is traced to a broken charged coupled device (ccd) unit cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.